Event description:
According to the event description: after the puncture is completed, exit the steel needle and the safety clip is not activated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the device history record for batch number 24c19g8921 and there were no defect encountered during in process and final control inspection. Complaint description: the situation described after the puncture is completed, exit the steel needle and the safety clip is not activated. Sample not available. Evidence at disposal: no sample returned but provided 2 (two) pictures:- in picture 1, flashback of blood in the flashback chamber was observed. The safety clip position was observed to be located near the anti-rotational pin which did not engage at the cannula tip after cannula withdrawal from the catheter hub. In picture 2, a duplex box and peel pack of introcan safety-w pur 24g, 0.7x19mm-ap from batch 24c19g8921 and article# 4253523-03 was observed. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. Along the machines, there is 100% checking on the clip condition and defective parts detected out of the checking criteria will be detected and be rejected by machines. The in-line test equipment is also subjected to frequent calibration and regular verification related to its proper function. Herewith, potential malfunctions of the systems would be detected immediately and would be mitigated immediately. The process cards for the complaint batch was reviewed and no abnormality was observed. Manufacturing control: besides the in-line test equipment, products are subjected to in-process and final control inspection based on random samples basis. Personnel performs clip function test whereby an activated safety clip will puncture through a stretched rubber glove. The needle tip must not puncture through the glove according to the specification. The complaint batch passed the clilp function test. Reviewed the inspection result where 20 pcs samples were tested for clip drag force, the result shows as passed. Review of incoming safety clip inspection data: the stamping ipqc data for the clip batches used in the complaint sample showed no deviation and all measurements were within the specification. Conclusion: as the affected sample was not provided, further evaluation was not possible. Hence the root cause could not be determined. Based on the picture provided, we consider this complaint as confirmed. We will continue to monitor this defect trending.